Event description:
I fell and bumped my chest and 2 days later I was swelling all over and was in pain through my body. I went to my dr and my blood pressure was high with all the pain I had. We did labs on me to see the cause, I had a deflated right implant from the fall. I made an appointment with the plastic surgeon while I waited on lab results. I went to see her and she had no remorse after seeing my rupture and how I was in pain. All she suggested was take them out or put new implants in. Prior to the last 3 surgery I had with her the last one being (B)(6) 2019. The other 2 times before that was deflated implant as well through the ideal implant and now again. So this would be my fourth procedure to revise. All I wanted was just to take them out. Since 2019 I have had soooo many medical issues with my liver, ra, kidney and recently with my blood caused by the rupture. I left her office in tears with the estimated 3 ways to remove or add implants again. I kept having all this pain in my breast I went back to my primary and he sent a referral to another plastic surgeon that would possibly take my medical insurance. This ps right away saw my issue of the implant valve on the deflated side about to pierce through my skin. He immediately called for an emergency surgery and pre authorized with my insurance. These implants have not only caused me the pain and swelling but now I look horrible with the removal. But my body feels better. What can be done to report against ideal implants?